Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon requested pca knee revision implants. Based on surgeon notes from 1986 it was discovered that the tibia was a mono block implant and no modular inserts were available. The surgeon then decided to proceed and plan for a full revision. Intraoperatively the surgeon noted the well fixed femur and based on the patient¿s health and demand he wanted to leave the femur and prepare to use the triathlon tibia. The tibia was prepped and a size 1 triathlon universal baseplate and 16mm cr insert were implanted.